Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, baker grade iii/ IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii/ IV."

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii/ IV. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5., d6b, d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold and device appearance (observed appears to be a scuff mark in posterior side). Cloudy in the gel observed after autoclave cycle.